Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the patient was found to have suffered from atrial fibrosis, and the right atrial (ra) lead exhibited high capture thresholds. The ra lead implant was abandoned and was not replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead found no anomalies to the lead body.